Event description:
The graft leaked an unknown quantity of blood from a hole in its crotch area. The bleeding was stopped with a hemostatic agent and the graft was left in. The pt's condition is fine.